Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
"I had a left side hip replacement in 2007. I had to have a revision done on the same hip in 2012. During the time leading up to the revision I was in excruciating pain and the ability to walk was difficult or impossible." Review of the revision op report states that the "neck had subsided approximately 2 cm. It was grossly loose."